Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the tracheostomy tube eyelet tore while in use with a velcro tracheostomy tube holder. The device has been used for six months and had been reprocessed three times. No incident related medical sequela was reported.